Event description:
On (B)(6) 2016, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr). It was reported the location of the catheter kink was not reported or described in the medical records. The cause of the catheter kink was unknown, but it was stated, "possible due to scars and adhesions in the tissue during the years". It was also stated, the "pump location is probably not the cause of the kink of the catheter". It was stated, "another revision [gave] no guarantee for success and [was] a possible risk of infection". The patient decided not to undergo a revision due to this risk of infection and low success rate.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8781, lot# 0210729304, product type: catheter.

Event description:
Information was received from a foreign healthcare provider (hcp) via a product surveillance registry (psr) regarding a patient who was receiving an unknown drug via an implantable pump. It was reported that there was a device diagnosis of a catheter kink. The patient reported more spasms on (B)(6) 2016. An x-ray was performed on (B)(6) 2016. Which showed a possible kinked catheter. The patient experienced more spasms in legs and stomach. It was noted that the "rx" showed possible disconnection or kink in catheter. The hcp repositioned the pump on (B)(6) 2016. The event was ongoing and resulted in in-patient hospitalization and an emergency room visit.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-dec-19, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr). It was clarified a repositioning occurred on (B)(6) 2016. The pocket was opened and a pump was replaced in the same pocket.

Manufacturer narrative:
Product ID: 8781, lot# 0210729304, explanted: (B)(6) 2017, product type: catheter.

Event description:
On 2017-feb-16, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr). It reported the entire system was explanted and replaced on (B)(6) 2017. The event resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr). Additional information update the previously reported information that reported the entire system was explanted and replaced to only the catheter was explanted and replaced.

Event description:
It was noted that the patient was receiving lioresal.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It had also been reported that the event had also resulted in an unscheduled clinic or office visit. The etiology was noted that the event was related to the device or therapy, specifically the entire catheter, and possibly related to the implant procedure.

Event description:
On 2017-01-10, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr). Additional information reported concentration of the baclofen in the pump was 2,000.0 mcg/ml. The drug was delivered at 1,112.1 mcg/day and it was increased 10% on (B)(6) 2016 to 1,223.4 mcg/day.